Event description:
It was reported to philips that the x-ray exposure was not functioning. The device was inside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving patient to another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray exposure was not functioning. Analysis of the system log file showed flat detector control aurora link error. During troubleshooting, the fse found that the flat detector image chain diagnosis failed. The fse replaced the fdcsib (flat detector controller), reloaded backup and calibrated the detectors. Following the replacement of the fdcsib (flat detector controller), the system was returned to use in good working order. The codes were updated based on the investigation outcome.